Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that once the patient starts out with a full charge the motor will work, but once the battery drops a little bit the left motor stops working. He states that the right motor is working intermittently.